Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: was this the first or second firing? The instrument was or could not be fired at all because it was jammed. What steps were taken to retract the retaining pin? The retaining pin could not be retracted; therefore the instrument could not be removed from the tissue. The retaining pin was cut through using bolt cutters. The instrument could then be removed from the situs and a new instrument placed. Would the device not open once it was closed? The instrument could not be fired and could not be opened. Was the device fired? The instrument sent in could not be fired if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open sigma resection, instrument could not be opened after application to the intestine. The tissue pin apparently blocked the opening of the instrument, so that the tissue pin had to be cut with the aid of a bolt cutter in order to remove the instrument from the site. The instrument did not fire during this process. Presumably, the magazine was not properly stored in the instrument. The patient was not harmed, and a second instrument was used to solve the problem and transect the intestine.

Manufacturer narrative:
(B)(4) date sent: 03/22/2022 d4: batch # 291a93 device analysis: visual analysis of the returned sample revealed that the gcs40g product complaint device (reload and device) were received for analysis. The reload batch was 290a23, and the device batch was 291a93. The primary intent of the analysis was to determine before instrument analysis whether the device had been miss-loaded. The device was returned for analysis. The analysis results found that the gcs40g device arrived with a damaged pushrod (which had been cut into two pieces). The retaining pin was intact and recessed in the cartridge. The cartridge was not loaded properly in the jaws when received. The coupler was slightly forward in the reload - which could lead to the inability to properly load the device or being able to close the device but not retract the retaining pin. The coupler can move when the device is not loaded properly. It is not possible to determine whether the coupler mated properly with the pushrod, as the portion that interacts with the reload had been removed prior to returning the instrument. Upon re-inserting the cartridge correctly in a test device, it was conforming. The reload fired as expected and formed the staples as well as completely cut the test skin and the washer without incident. The staple line was complete, and the staples appeared to be well formed and conforming in the test skin. The device could not be tested in its condition. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.